Event description:
The customer reported to philips healthcare that they were experiencing a "charge booting failure" with the heartstart mrx. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.